Manufacturer narrative:
Philips service replaced the detector px4700 high speed pack and reconfigured the system, restoring the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).

Event description:
It was reported to philips that a detector failure caused no x-ray generation on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.